Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the unit was set to 42 degrees and temperature alarm failed. Temperature kept raising to 44-45 degrees. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.